Manufacturer narrative:
The failure investigation has been performed and the investigation could not be completed as the cartridge was not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the cartridge was leaking from the o-ring.the customer¿s blood glucose ranged from 120-200 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.